Event description:
It was reported that when using the bd pyxis¿ es server orders were visible on the server but were not being loaded onto the device for retrieval. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that pyxis device showing orders that were not loaded into the device to pull. The technical support specialist (tss) stated that the customer informed that two medication ids were incorrectly configured. The customer proceeded to rename the medication ids, after which the issue was resolved. The customer requested to monitor the case until 18/05/2026. The case was subsequently closed as the customer confirmed that the issue had been resolved and no further issues were reported. The system functioned as intended after the customer resolved the issue.